Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. Eval description; the reported output anomaly was confirmed in the lab. The device was tested on the bench and using automated test system found the high voltage output circuitry is believed to be due to a damaged right ventricular lead.

Event description:
It was reported that the pt presented in ER with ventricular fibrillation and was externally defibrillated. During interrogation, possible output circuit damage was displayed. The therapy impedance was low. The ICD and lead were replaced.